Manufacturer narrative:
The investigational analysis completed on 2/19/2020. The device was visually inspected and the pebax sleeve was observed wrinkled with reddish-brown material inside. A closer inspection was performed and a hole was observed in the pebax with reddish material inside. The magnetic feature was tested and no issues were observed. The force test could not be performed, since temperature was not working. Electrical testing was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specification. A failure analysis was performed, and electrical intermittence was found on the tip area, creating the temperature issue. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint regarding the force issue was not confirmed, since the issue was unable to be duplicated. However, the blood found inside the tip could be related to the force issue reported. The thermocouple failure was detectable in production. An internal corrective action has been opened to mitigate this failure from reaching the customer. This failure does not represent any patient safety impact. The root cause of the damage on pebax cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax sleeve. Initially, it was reported that during the procedure, no force values were displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed no force values have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/19/2020, the bwi pal received the device for evaluation. Upon initial inspection, the pebax sleeve was observed wrinkled, with reddish-brown material inside. The observed wrinkle and reddish brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. During a second visual inspection on 2/11/2020, the bwi pal observed inspected the pebax sleeve under a microscope. The reddish- brown material was confirmed. Additionally, a hole was observed. The observed hole has been assessed as an MDR reportable malfunction, as the device integrity was compromised. The awareness date has been reset to 2/11/2020.